Manufacturer narrative:
(B)(4). The actual device involved in the event was not returned; however, the customer provided 17 unopened representative sac kits for analysis. The kits were opened to further analyze the guide wires and needles. Visual analysis revealed no obvious defects or anomalies on the returned components for all 17 kits. Dimensional analysis of the 17 returned kits was performed and all guide wires and needle cannulas were found to be within specification. The returned guide wires and needles were also functionally tested per the instructions for use (IFU) provided with this kit, which states "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guide wire was threaded through the returned needle for all 17 kits, and little to no resistance was encountered between the components in all the kits. A manual tug test of the guide wire for all 17 kits revealed that the distal and proximal welds are secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer complaint of a kinked guide wire could not be confirmed through the complaint investigation. The customer returned 17 representative samples, and the components for all 17 kits passed relevant dimensional and functional analysis. The reported sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the samples received, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports issue with femoral arterial catheter. The introduction of the guide into the needle was done with success into the artery. But after insertion of about 1 to 5 cm from the end of the needle, the user encountered a stop. When the guidewire was removed, it was kinked. It was reported there was bleeding at the puncture site and remote hemorrhage "lengthened with posterior hematoma but the times of bleeding is unknown". No medical intervention was reported other than using another catheter.

Event description:
Customer reports issue with femoral arterial catheter. The introduction of the guide into the needle was done with success into the artery. But after insertion of about 1 to 5 cm from the end of the needle, the user encountered a stop. When the guidewire was removed, it was kinked. It was reported there was bleeding at the puncture site and remote hemorrhage "lengthened with posterior hematoma but the times of bleeding is unknown". No medical intervention was reported other than using another catheter.

Manufacturer narrative:
(B)(4).